Event description:
It was reported that the catheter pierced in several places near the plastic junction. This catheter was left in place for scalp perfusion. It caused significant infiltration of the scalp and reinstallation of catheter was done for the patient and there was scalp infiltrate/pain. There was patient involvement and patient harm reported.

Manufacturer narrative:
The affected device was returned for evaluation. Visual inspection was performed, and physical damage was observed on the device. Leakage test was performed confirming the customer¿s reported problem. It is possible that the defect originated during the assembly process in the manufacturing line. No root cause was determined, and a corrective action will be recommended. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.